Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the customer's blood glucose (bg) level was "in range" at the time of the event. Reportedly, the customer used a replacement transmitter in order to receive sensor readings on the pump. No further patient or event information was provided.